Manufacturer narrative:
(B)(4): the customer reported that the "display was failing down". No pt harm was reported. Philips does not distribute to monitor or monitoring hardware that customers utilize with this software product. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. The 3rd party resolution of this issue has not been completed. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the "display was failing down". No pt harm was reported.